Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Metal pin in gum, I'm sure that no lasting damage has been done [gingival injury]; small metal pin embedded in gum [foreign body]; brush head fell apart leaving a small metal pin (embedded in gum) [device breakage]. Case description: a male consumer of unspecified age reported via e-mail on 08-apr-2017 that he had just placed an oral-b power oral care refill cross action on his oral-b rechargeable toothbrush pro 2000, and after about five uses the brush head suddenly fell apart, leaving a small metal pin embedded in his gum on an unspecified date. He reported he was able to remove the pin, and he was sure that no lasting damage had been done. He believed it would heal in a few days. The consumer stated this was the second brush head from a pack of 4 he had purchased "ages ago." He reported he was now reluctant to use the other 2 brush heads. The case outcome was improved. No further information was provided.